Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics were added. Updated suspect drug indication. Injury event was replaced with pelvic pain, abdominal pain, headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (d&c, hysteroscopy, endometrial ablation and hysterectomy (partial), (B)(6) 2012. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Events "menorrhagia were added. Essure removal date and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (d&c, hysteroscopy, endometrial ablation and hysterectomy (partial), (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.